Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing had just been primed with normal saline, the patient was being transported to the room, and the set separated and leaked at the lowest y site. There was no patient harm.